Event description:
Report received of an underdelivery. During testing at the user facility, the device delivered a measured volume of 18ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/-ml(+/5%). Though requested, no additional information was provided.